Event description:
The reporter contacted animas on (B)(6) 2013 and stated the keypad buttons were intermittently unresponsive. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow up #1 submitted: 05/28/2013 device evaluation: a retained cartridge sample from lot # b201823; a leak test was performed with no failures; no leaks were observed from the luer connection, o-rings or elsewhere on the cartridge.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad cover was noted to be intact without damage. On testing, the pump powered on normally and displayed the verify screen per normal operation. All the keypad buttons had normal response. The keypad cover was removed for investigation and did not reveal any evidence of defect, damage or contamination of the button contacts.